Event description:
Technician alleged the cable to the CPR switch was cut and there were exposed wires.

Manufacturer narrative:
The technician replaced the CPR switch assembly to repair this bed. This cable is inside the bed frame and not exposed to the patient.